Event description:
It was reported that: "the plastic neck trial adapter that came with the stem broke during trial reduction."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.